Event description:
The customer observed falsely elevated carbon dioxide results generated on the architect c4000 processing module for multiple samples. The following example data was provided (units of measure = mmol/l, customer provided reference range: 20 to 31 mmol/l): sample 1: initial result = 31, repeat = 22; sample 2: initial result = 31, repeat = 24; sample 3: initial result = 32, repeat = 25; sample 4: initial result = 34, repeat = 25; sample 5: initial result = 32, repeat = 24; sample 6: initial result = 33, repeat = 26; sample 7: initial result = 33, repeat = 26; sample 8: initial result = 31, repeat = 23; sample 9: initial result = 35, repeat = 27; sample 10: initial result = 33, repeat = 25. The customer indicated there was an upward shift in carbon dioxide quality controls but were still within range. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed maintenance procedures, including part replacement. However, a single definitive cause for the elevated result could not be determined. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) was identified.